Event description:
It was reported by the customer that a pyxis medstation es system drawer 2 was not recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2 had failed to open. A field service engineer replaced the magnetic insep and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.